Event description:
It was reported that the motor device was ¿struggling¿ to rotate. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was slow getting up to speed, failed temperature testing, had noise, grinded and had loose components. Therefore, the reported condition was confirmed. It was determined that the device was slow, failed temperature testing, had noise and was grinding because the driveshaft was broken in two. It was determined that the device had loose components because of loctite deterioration. It was further observed that the device showed signs of damage that was caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use. The assignable root cause of the component damage was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.